Manufacturer narrative:
(B)(4).

Event description:
It was later reported that during a refill, the expected residual volume (erv) was 3.5ml and the actual residual volume (arv) was 1ml. The cause of the discrepancy was unknown. The patient was receiving effective therapy and doing well following the replacement.

Event description:
It was reported the patient was experiencing burning and pain around the implant site for about 3 days. It was stated that during the last refill they expected to get 4ml, but only got 1ml. It was noted the patient was experiencing vomiting diarrhea and nausea. It was noted the patient had ¿some serious issues with depression¿ and was a hypochondriac. The pump was used to deliver dilaudid, compounded baclofen, and clonidine. Additional information reported the pump was explanted and replaced. It was noted the expected residual volume was 14.0ml and the actual residual volume was 11.0ml. It was noted the doctor suspected overinfusion. It was noted the pump was replaced due to the elective replacement indicator (eri). It was noted the health care provider (hcp) had noticed volume discrepancies during the refills and symptoms of overinfusion for the patient over the past year. It was reported the patient had overdose symptoms but they were not specified. The patient status was noted as alive with no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed overinfusion with an undetermined root cause. As received for analysis, the pump was left running at simple continuous infusion mode and the reservoir was empty. Dispense accuracy testing showed an overinfusion. The flow rate accuracy was +16.31%. However, this test was run starting with a full reservoir.

Manufacturer narrative:
Conclusion code ¿ being updated for this event. Patient code is also applicable to this event. Eval code- method and result codes have also been updated. Destructive analysis was completed and revealed no new or additional anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, lot# l78692, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that symptoms included: patient was not feeling any pain relief. It was noted that no troubleshooting was done as far as the manufacture representative was aware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.